Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a narrow proximal left main artery that was 99% stenosed. The patient was hospitalized on (B)(6) 2014 for angina and chest tightness. Angiography revealed bilateral vascular lesions; therefore, a 2.5 x 33 mm and a 3.0 x 28 mm xience xpedition stent were implanted in the proximal left main artery. The patient was then discharged on (B)(6) 2014. On (B)(6) 2015, the patient was seen for a 1-year follow-up. It was noted that on (B)(6) 2015, they were re-hospitalized for angina and chest tightness. Angiography and computed tomography were not performed as the patient received conservative treatment (medicine). The patient was then discharged on (B)(6) 2015. According to the physician, the relationship between the event and the devices is unknown. The patient is stable. No additional information was provided at this time.